Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was leaking from the catheter where stylet was pulled out. The event happened before implantation site closure and no delay was noted. The physician retrieved the catheter and stopped monitoring.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (826653) was returned for evaluation. Device history record (DHR) - the reported products lot number. No anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - the catheter was inspected. It was observed that the y-connector was missing. A syringe with water was used to apply pressure to the catheter tubing while the tip was clamped. No leaks were observed. Based on the failure analysis evaluation, we were unable to confirm the complaint. Root cause - the complaint was not confirmed. The potential root cause include punctured drainage lumen.